Event description:
The customer obtained a non-reproducible, higher than expected vitros trop I es patient result from a single patient sample (patient result = 0.259 ng/ml) while using the vitros 3600 immunodiagnostic system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The affected result was reported from the laboratory, however, the result was questioned by a clinician. A corrected report was not known to have been issued for repeat test results of the sample (repeat results of < 0.012 ng/ml). There was no allegation of harm to the patient as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros trop I es patient result was obtained while using the vitros 3600 analyzer. An ocd field engineer performed "as needed" maintenance and adjustments to the microwell incubator subsystem. Performance testing following service verified that the equipment was returned to expected operation. The assignable cause of the event is an instrument related issue. In addition, the investigation confirmed that the affected sample was not processed in accordance with the tube manufacturer's recommendation. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Therefore, sample processing cannot be ruled out as a contributing factor to the event.